Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pulse generator (ipg) implant procedure, total loss of function of pacemaker a few minutes after implant. After measurements and connecting leads with pacemaker surgical area was closed. Then temporary pacemaker removed and a few seconds later no stimulation occurred. After this event physician disconnected the leads and a new measurement took place with good results. After connecting leads again the same situation as before no stimulation occurred. The ipg was removed and replaced with a different device and a new pacemaker, no more problems observed and the system worked properly. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.